Event description:
My daughter was prescribed an enuresis alarm. The malem ultimate alarm was our choice but it has not worked as described and/ or expected. The alarm generates excess heat when it is placed on my daughter at night when she is asleep. At night, when asleep, the alarm burnt her skin. The burns were minor and treatable at home. I have discounted using the alarm and returned it back to the manufacturer (malem). Th new alarm was purchased directly from malem. FDA safety report ID # (B)(4).